Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-24857 2017865-2023-24858 it was reported the patient presented in clinic. Upon examination, it was observed the device pocket was eroded and infected. Both leads were also visible in the pocket, but no vegetation was noted. The device was explanted, and the leads were capped due to their age without issue. The patient was stable.